Event description:
The customer fell three times in her bathroom and passed out. An ambulance was called and she was taken to the hospital. Her blood glucose was tested and the reading was 632mg/dl. Immediate medical treatment was not provided but ultimately she had a toe amputated. She was released from the hospital a week later. Prior to the incident, the customer had been getting blood glucose readings of 63-74mg/dl on her breeze2. Test strip information was not provided. A new meter was sent to her.